Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple unspecified malfunctions occurred. There was no reported impact to the customer's blood glucose level. Customer reverted to manual injections for alternate insulin therapy. Reportedly, the unspecified malfunction was cleared and insulin delivery was able to be resumed.